Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of their intermittent shocking was unknown. They stated that they met with a manufacturing representative for reprogramming, and the shocking has not re-occurred since. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. It was reported that the patient was in the emergency room and that they had been feeling intermittent shocking in the month prior to the report. It was unknown if the shocking was coming from one of the patient's ins' or both. The patient was advised to turn stimulation off until they could be seen by their managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the shocking was unknown but that they were reprogrammed and the issue seemed to have resolved. No further complications were reported.